Manufacturer narrative:
Concomitant medical products: 7120 st. Jude lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient received possible inappropriate therapy which decreased the battery longevity on implantable cardioverter defibrillator (ICD). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.